Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer did not stop printing. The technical support specialist dialed into the station and verified that nothing was stuck in the label printer queue. The test print worked, and then the specialist rebooted the station and then medapp was running, and no issues were found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the label printer would not stop printing. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.